Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2016. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause the event was reported as due to a bacterial infection. It was reported the patient went to the hospital; however, it was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug infusion (intravenous, for 20 days, dose and frequency not reported) for peritonitis. At the time of this report, the patient recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.